Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, broken shell. A leak test was performed and was found a broken shell. A microscopic analysis identified: broken shell with sharp edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported a right side deflation. The device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation is deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.